Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event was confirmed. The probably cause was most likely attributed to the failure of the circuit board. Based on the investigation results, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high-definition liquid crystal display monitor had power switch turned on, then power turns off and on again and again. The issue occurred during a diagnostic screening procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.